Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. The complaint was confirmed for the welds were broken where the walking beams attach to the motor. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The welds on the walking beam that attach to the motor cracked on both sides twice.